Event description:
Information received by medtronic indicated that the customer received insulin flow block alert and hyperglycemia with insulin pump was used as treatment. Customer blood glucose level was around 600 mg/dl and current value was 452 mg/dl. It was unknown about used insulin pump system within 48 hours of reported event. Troubleshooting was performed for insulin flow block alert  at high blood glucose readings. Customer was advised the insulin, reservoir, and infusion set will be replaced. The products will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.